Event description:
Customer complaint: limited details. Customer purchased caretouch blood pressure monitor model # psw01 and it worked well a few times. The readings were accurate but the device would not record correct readings. After a few uses, the device read off inaccurate readings.